Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site pain, inflammation, pus and bloody secretions.. The patient was taken to the hospital by ambulance, and an ultrasound was performed with no findings, and the patient was discharged with paracetamol, and no antibiotics. On an unknown date, the patient went to the hospital, and was diagnosed with purulent inflammation at the stoma site. The patient was prescribed unknown antibiotics for the stoma site inflammation. On (B)(6) 2023, the patient's pegj tubing was removed due to the stoma site infection, and a nj tube was placed in transition to new pegj tubing. On (B)(6) 2023, the patient received a new pegj tube in a new stoma site. It was reported that the original stoma site is healed and no longer inflamed.